Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoprosthesis migration.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was noted that the patient did not adhere to the post procedure follow up schedule. When the patient presented for follow up on (B)(6) 2020, CT imaging was performed, and it was determined that the trunk-ipsilateral leg component had migrated and was no longer at the level of the lowest renal artery. The physician reported that it was undetermined if device migration was due to disease progression. It was also noted that, due to the proximal trunk migration, the ipsilateral limb had come down and had taken a right angle. All devices were reportedly patent with no loss of blood flow. No proximal type I endoleak or aneurysm enlargement were reported. Patient tortuosity was reported. Reportedly the physician planned to place an aortic extender component to treat the proximal migration, as well as an additional device to reinforce the ipsilateral limb. On (B)(6) 2020 a reintervention was performed to place the aortic extender component in the proximal trunk to treat the distal migration. A gore® excluder® iliac extender component was also placed in the ipsilateral limb, located on the patient's left side, to reinforce the device. It was determined that the device had migrated distally 8-10mm, and that the migration was not due to disease progression. Reportedly the physician did not have a suspected reason for the device migration. The trunk-ipsilateral leg component was reported to have had full circumferential wall apposition prior to close of the initial procedure, and the device was reported to have been placed where intended just below the lowest renal artery. The reintervention was reportedly successful, and there were no further reported issues. The patient tolerated the procedure.